Event description:
Customer reported there was a crack on her insulin pump, spanning from the upper left screen to the battery chamber. Customer stated she may have dropped the insulin pump. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.